Event description:
Patient was using CPAP +18 w/ 60% fio2 reported to me by the rt: the device shutdown and the unit had to be powered off and removed from service. Review of the logs showed a 100a error code generated. Unit was sent for service and repair.